Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent out of range signal. Based on the evaluation, no product deficiency was identified. (B)(4).